Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery took longer to charge than before. Additionally, it was reported that the battery gauge was fluctuating. It was also reported that the pump touchscreen was not as sensitive as before. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.